Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that there was a discrepancy between the readings. The customer stated that he had a low reading of 30s mg/dl. The customer treated it with food while playing golf. The customer stated that in the last month, he had 4 low readings. The customer declined to troubleshoot for low readings.